Event description:
Needle portion of device became dislodged from the plastic "wing" part when the device was removed from the pt's arm. The needle remained in the pt's arm and had to be surgically removed.